Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with constant occlusions; this condition had the potential to interrupt delivery. This condition was found in the nursing home during programming/setup. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of a flogard infusion pump with a constant occlusion was confirmed during product evaluation. The assignable cause was determined to be a gap in the pin gauge of the safety clamp. No repairs have been performed since the product is no longer supported in the united states. No further correction was made concerning this event and the pump was returned unrepaired. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The cause was not determined because the device was returned unrepaired. Should additional information be received a follow-up medwatch will be submitted.